Manufacturer narrative:
Device evaluated my MFR: the v.a.c.® drape was not returned; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged yeast infection is related to the v.a.c.® drape. All end release testing of the product and packaging met specifications. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 25-feb-2022, the following information was reported to kci by the patient: on (B)(6) 2022, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to skin irritation, pain and patient developed a fungus around the wound due to moisture. Patient using a fungal powder and had a follow up with the vascular surgeon on (B)(6) 2022. The activ.a.c.¿ ion progress¿ remote therapy monitoring system will be on hold for 2 weeks. On (B)(6) 2022, the following information was reported to kci by the nurse: on (B)(6) 2022, the nurse stated patient had some redness and irritation under the v.a.c.® drape. The physician did ordered nystatin powder to treat the fungal infection caused by moisture under the v.a.c.® drape. On (B)(6) 2022, a device history record review for v.a.c.® granufoam¿ dressing lot number 9190886v009 and associated v.a.c.® drape was completed. All end release testing of the product and packaging met specifications.

Event description:
On 24-feb-2022, the following information was reported to kci by the patient: on 21-feb-2022, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to skin irritation, pain and patient developed a fungus around the wound due to moisture. Patient using a fungal powder and had a follow up with the vascular surgeon on (B)(6) 2022. The activ.a.c.¿ ion progress¿ remote therapy monitoring system will be on hold for 2 weeks. On 23-mar-2022, a device history record review for v.a.c.® granufoam¿ dressing lot number 9138894v009 and associated v.a.c.® drape was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
MDR-3009897021-2022-00064 submitted on 24-mar-2022 noted the following: section b5 describe event or problem: on 25-feb-2022, the following information was reported to kci by the patient: on 23-mar-2022, a device history record review for v.a.c.® granufoam¿ dressing lot number 9190886v009; section d4 lot#: 9190886v009; section d4 unique identifier (UDI) #: (B)(4). Section b5 describe event or problem: on 24-feb-2022, the following information was reported to kci by the patient: on 23-mar-2022, a device history record review for v.a.c.® granufoam¿ dressing lot number 9138894v009; section d4 lot#: 9138894v009; section d4 unique identifier (UDI) #: (B)(4).